Event description:
An e-mail was received from (B)(6) of the (B)(6) medical center. In a subsequent phone call on june 26, mr. (B)(6) shared the following information: the care givers in the ICU placed a syncro-bluetube in a (B)(6) male patient on june 17. After placement a confirming x-ray was taken and the tube was shown to not be in the correct position (not a duodenal placement). A second insertion was attempted and a second x-ray was taken. This x-ray confirmed duodenal placement of the tube. Enteral feeding was initiated at a rate of 10 ml per hour, and was continued intermittently throughout the day. Two days later, the patient was complaining of abdominal pain and a gastrograffin procedure was performed (dye/contrast was used) to obtain visualization of the abdomen. The gastrograffin showed the tip of the feeding tube to be extra-luminal. The patient was sent to the operating room on the morning of the 20th, the perforation was repaired and the patient is doing fine. No additional complications were reported. In a subsequent conversation, mr. (B)(6) reported that in their opinion, the incident was not product related.